Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 20mm stent delivery system, was returned for analysis. An examination of the crimped stent identified, distal stent damage with the stent struts deformed. The undamaged crimped stent outer diameter was measured. And the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. And were not subjected to positive pressure. A visual and tactile examination of the hypotube found, no issues. A examination of the shaft polymer extrusion found, no issues. An examination of the tip found, no signs of damage. No other issues were identified, during the product analysis.

Event description:
It was reported, that stent damage occurred. And procedure was cancelled. The 90% stenosed, 2.3x20mm target lesion was located in the severely tortuous. And severely calcified left anterior descending artery. The lesion was predilated with multiple balloon catheters (1.5x1.5mm and 2.0x2.0mm). Subsequently, a 2.25 x 20mm synergy drug-eluting stent was advanced for treatment. However, the device could not cross the lesion. And it was noted, that the tip of the stent strut was lifted. The physician elected to use another device to treat the lesion. And that device, failed to cross the lesion. The procedure was cancelled. No patient complications were reported. And patient status was stable.

Manufacturer narrative:
Age at time of event: (B)(6) years or older.

Event description:
It was reported that stent damage occurred and procedure was cancelled. The 90% stenosed, 2.3x20mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was predilated with multiple balloon catheters (1.5x1.5mm and 2.0x2.0mm). Subsequently a 2.25 x 20mm synergy drug-eluting stent was advanced for treatment. However, the device could not cross the lesion and it was noted that the tip of the stent strut was lifted. The physician elected to use another device to treat the lesion and that device failed to cross the lesion. The procedure was cancelled. No patient complications were reported and patient status was stable.